Event description:
It was reported that the patient's device had high impedance. No surgical intervention has occurred to date.

Event description:
The patient had full revision surgery to correct the high impedance. The explanting facility does not return product to the manufacturer; therefore, no analysis could be performed. No further relevant information has been received to date.

Manufacturer narrative:
Device identifier, corrected data: the di was inadvertently listed incorrectly in the initial report.